Manufacturer narrative:
The returned device was evaluated and blood was observed on the adhesive pad. The formed needle did not retract and was observed in the exposed portion of the soft cannula. The formed needle and slide retract were observed to be damaged. It can be determined that this was all cause due to improper installation of the formed needle. The pain during insertion and bleeding/bruising can be linked to the formed needle failing to retract.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had pain during the insertion. They saw that the needle mechanism did not retract from the cannula as intended after activation. Patient also was bleeding from the site. A new pod was then applied with no issues.